Manufacturer narrative:
H3: the pump was returned device passed all testing in the laboratory and no anomalies were identified. The 858 catheter was returned and no significant anomalies were found. Continuation of d10: product ID 8578, lot# hg0ky9e05, implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: catheter, product ID: 8709sc, lot# n175922012, implanted: (B)(6) 2008, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8578 lot# hg0ky9e05 serial# implanted: (B)(6) 2015. Explanted: (B)(6) 2020 product type catheter product ID 8709sc lot# n175922012 serial# implanted: (B)(6) 2008. Explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the pump and portion of 8578 were re trieved from hospital and would be returned, the other portion of catheter pieces have been discarded.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot#: hg0ky9e05, implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: catheter. Product ID: 8709sc, lot#: n175922012, implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 18-jun-2017, UDI#: (B)(4). Product ID: 8709sc, serial/lot #: (B)(4), ubd: 18-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving baclofen 300mcg/ml at flex dose totaling 264.04 mcg/day before surgery to 79.21 mcg/day simple continuous afterward, morphine 10mg/ml at flex dose totaling 8.801mg/day before surgery to 2.64mg/day simple continuous afterwards , fentanyl 5000mcg/ml at flex dose totaling 4400mcg/day before surgery to 1320mcg/day simple continuous afterwards , clonidine 1000mcg/ml flex dose totaling 880.1mcg/day before surgery to 264.03mcg/day simple continuous afterwards and ketamine 18mg/ml at flex dose totaling 15.842mg/day before surgery to 4.75mg/day simple continuous afterwards via an implantable pump. It was reported that in pre-op on (B)(6) 2020 the patient stated that she believed shortly after pump replacement surgery on (B)(6) 2015 she could tell that the pump was not working, and it has gotten progressively worse over time. Per the patient the removed medication at refills was higher than expected. The reporter spoke with managing the managing healthcare provider on (B)(6) 2020 hcp who stated that removed residual medication had been about 7-8ml more than expected. The intra-op expected reservoir volume: 28.4, volume removed: 29ml. Intraoperatively, the healthcare provider was unable to aspirate from the cap (catheter access port), and no csf(cerebral spinal fluid) was observed when the catheter was cut at t he spinal segment. The cause of the event was not determined. The patient had replacement surgery on (B)(6) 2020. It was noted that the 8709sc catheter was partially explanted and a portioned remained implanted and not in service. The issue was resolved at the ti me of the time of the event and it was noted that the healthcare provider would not have any further information regarding the event.